Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the bottom of the cartridge leaked when being filled with insulin. The reported blood glucose level of the customer was 78 mg/dl. The contact loaded a new cartridge and resumed insulin delivery.